Event description:
Pt was noted to have disruption of the veritas mesh. The mesh had pulled through at multiple suture anchor points. Each previous anchor point had a hole in mesh. This occurred along the right side of mesh. Herniated omentum and small bowel were above the level of the mesh and fascia. Veritas mesh was removed. Reason for use: exposed mesh following hernia, incisional hernia.